Manufacturer narrative:
A review of documentation, manufacturing instructions, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Per the IFU, "inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return it to cook. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation; short proximal aortic neck; an inverted funnel shape; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing an fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." There have been numerous design verification and design validation activities performed that have shown the device meets design input requirements and user needs. The article cites a type 1a endoleak as cause for complaint. Possible root cause for type I endoleaks could be due to: inappropriate sizing, inappropriate deployment procedure followed (deployment of the suprarenal stent in the infrarenal abdominal aorta rather than in suprarenal abdominal aorta), patient¿s anatomical conditions, disease progression (aneurysm neck expansion, increase in the aneurysm diameter). With regard to the lack of information, there is no evidence to suggest the product was not made to specification. Without information regarding the specific patient's anatomy, pre-existing conditions, sizing information, the physical device, or information on disease progression, it is not possible to determine if these contributed to the failure. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Bonvini, s., et al. ¿surgical infrarenal "¿¿neo-neck"¿? Technique during elective conversion after evar with suprarenal fixation.¿ european journal of vascular and endovascular surgery, vol. 50, no. 2, 2015, pp. 175¿180., doi:10.1016/j.ejvs.2015.03.027. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
This information was found in journal article: wassermann, b. Et al., (2015)., "surgical infrarenal 'neo-neck' technique during elective conversion after evar with suprarenal fixation", european society for vascular surgery, vol.50, p175-1780 this is a retrospective review of all consecutive patients admitted to the clinic of vascular and endovascular surgery of (B)(6) university who had undergone endovascular aneurysm repair (evar) for infrarenal abdominal aortic aneurysm(s) (aaa) between january 2001 and january 2014. Only patients treated for late elective open conversion of suprarenal fixed evar were included. Of the nine patients included in the study, four of the stents were cook zenith devices. The mean age was 68 years with eight men and one woman. One patient with a zenith flex stent graft with type ia endoleak and no graft migration was not fit for endovascular repair and instead underwent surgical conversion. Follow-up was performed at 41 months post-operatively. The CT angiogram demonstrated that the proximal anastomosis was intact with no degeneration of the residual infrarenal aortic neck and no signs of anastomotic pseudoaneurysm. Per the article: no peri- or post-operative deaths were registered; there were no observed cases of major cardiac, renal, or pulmonary complications. This report is related to MFR. Report numbers: 1820334-2017-02282 and 1820334-2017-002284. One of the four cook zenith devices named in this article is not sold in the united states.